Manufacturer narrative:
Batch review performed on 15 june 2026 04.01.0156 glenoid baseplate - d 27x35 (k170452) lot. 2508600: (B)(4) items manufactured and released on 29 july 2025. Expiration date: 09 july 2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. 04.01.0173 glenosphere - d 39x27 (k170452) lot. 2517435: (B)(4) items manufactured and released on 16 october 2025. Expiration date: 30 september 2030. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation revision about 5 month after the primary due to a fractured acromium and it is unknown how this occured. The fracture may have happened due to lateralization of the prosthesis as no traumatic event has been reported but we have no sufficient data to exclude it. Additionally, from the radiographic image the bone quality seems low, and this can be also the cause of the fracture of the acromion. There is no reason to suspect a malfunctioning device. Root cause:based on the information available, no definitive root cause can be established. The device history record review did not indicate any potentially related manufacturing issue. The event may be related to case-specific clinical factors, including prosthesis lateralization and/or low bone quality.

Event description:
Postoperative acromion fracture occurred approximately 5 months after the primary surgery. The patient is being treated conservatively.